Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a posterior repair procedure using a pinnacle posterior pelvic floor repair kit, the physician threw the first leg assembly using the capio device. As he pulled the capio device out, he noted that the needle, with a bit of suture, had detached. Similarly, as the second leg was being thrown, the needle, with a bit of suture, also detached. Reportedly, excessive resistance was encountered and the dilator bunched during both throws, and both detached needles, with bits of suture, were captured inside the capio cage. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no consequences to the patient, who is reportedly fine and is over 18 years of age.